Manufacturer narrative:
The device was received by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing without duplicating the customer's report. The device passed all remote calibration (rcs) calibration tests. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.